Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels over 600 mg/dl. Customer went to the ER and received an insulin drip to address bg level. The customer alleged that the pump was "not dispensing insulin". Customer's bg level was 415 mg/dl upon leaving the ER. Reportedly, the customer had manual injections as alternate insulin therapy.